Event description:
It was reported that a volume discrepancy upon pump refill occurred. The expected reservoir volume (erv) was 20 ml but the actual reservoir volume (arv) was 10 ml. The patient experienced overdose symptoms including nausea and pruritus sometimes days or weeks after the refill procedure. At the time of the event, the patient's status was reported as alive-no injury. It was unknown in troubleshooting or diagnostic testing was performed or if the issue was resolved or cause determined. As a result, the device was explanted and replaced and was to be returned. The pump had to be reset to 1.5 in order to stop the low volume alarm. The pump was already at minimum rate before explant. This device system delivered fentanyl. Additional information was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Only the pump was returned for analysis. Analysis revealed that, as received, the pump reservoir was empty. The pump logs were gathered and a motor stall recovery was listed. The motor stall recovery indicated a motor stall and motor stall recovery had occurred during the pump¿s life. Dispense accuracy testing displayed an over infusion at 300 ul/day test. A retest was done and the dispense testing passed. Infusion testing at full volume programmed at simple continuous rate showed that the pump over infused and had a cyclical pattern of over infusion. In conclusion, the root cause for the pump¿s overinfusion was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.